Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). Exact patient weight was reported as (B)(6). Date of post-operative non-union and pain is unknown. The original implant procedure took place on an unknown date in (B)(6), 2014. Per facility, the complainant parts were returned to the patient and are not available for investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for a revision procedure on (B)(6), 2015 due to a non-union of the distal tibia. The surgeon removed the nail that was reamed with a reaming/irrigation/aspirator (ria) and implanted an ex-tibia nail (12 x 375mm) and fibula plate. The surgeon collected bone graft, packed the fracture with the bone graft, and exchanged the nail. The surgeon had no trouble inserting the new nail or the new locking screws. The surgery was successfully completed with no reported time delay. The patient status/outcome is unknown. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that the: a review of depuy synthes monument device history records for manufacturing revealed no issues for complaint number (B)(4). Part number: 04.004.452s, lot number: 7661562, raw material number: (B)(4), manufacture date: 04/22/14, expiration date: 03-01-2023, DHR review date: 08/26/15.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.